Manufacturer narrative:
This is a legal file so all request for information will be coordinated by the legal affairs team. No further information received at this time.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient underwent a right total hip replacement surgery on or about (B)(6) 2004. It was further alleged that, the patient underwent a revision due to failure."